Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-06772. It was reported the patient experienced ineffective stimulation and needs future mris. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
It was reported the patient experienced ineffective stimulation and needs future mris. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on 15nov2023 wherein the scs system was explanted to address the issue.